Event description:
Reporter noted flow was too high and unit did not seem to be working properly. Corneal burn occurred. Changed systems to complete the case. Didn't think this will affect pt outcome.

Manufacturer narrative:
Customer was contacted regarding potential causes of thermal injuries. A company service rep checked system and found it to meet performance specifications.